Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to 'electrode defect'. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was repaired.